Event description:
Ous MDR- fever, (B)(6) found in blood culture, treated by antibiotics (piperacillin, tazobactam, ciprofloxacin), under antibiotic treatment inflammation blood value decreased, no more fever, diarrhea due to antibiotic treatment regressive without treatment possible location of infection identified by tte on (B)(6) 2012: floating structure at ra lead of ICD no further info available at time of report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.